Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that power-on-reset (por) was seen on the patient programmer. It was reported that the por was successfully cleared. Patient was using industrial batteries in her patient programmer and caller reviewed with the patient to use regular alkaline batteries. Troubleshooting resolved the reported issue. It was reported the neurostimulator (ins) was at 50% after the por was cleared. No symptoms reported. No further complications were reported/anticipated.